Event description:
It was reported by service report that the brakes and steer are not holding. The customer could not determine if there was pt involvement or if there were adverse consequences to report.